Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that CT approximately 4 years and 7 months post implantation of the stent graft limb v05914694 showed a suspected type iiia endoleak. A re-intervention procedure was carried out approximately 3 and a half weeks later and the type iiiia endoleak was confirmed by angio. It was reported that the endoleak occurred between the original left stent graft limb v05914694 and the extension limb v08231427 that had been later added. A stent graft limb etlw1628c199e was used to reline the stent graft from the flow divider to the internal iliac artery and the event was reported to be resolved. As per the physician, the cause of the event cannot be undetermined. No additional clinical sequelae were reported and the patient is fine.